Manufacturer narrative:
An event of heart block was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the reported heart block was procedure related.

Event description:
During a ventricular tachycardia ablation procedure, heart block occurred. While ablating, the patient took a deep breath and the catheter fell into the right atrium from the right ventricle. Ablation was immediately stopped but the atrioventricular node was ablated resulting in heart block. The patient required pacing from the stimulator until a temporary pacemaker was implanted for overnight use. A permanent pacemaker was implanted and the patient is in stable condition. There were no performance issues with the device.